Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of a motor error alarm from the insulin pump. The customer could not recall any significant leading to the alarm. Customer declined to troubleshoot the motor error. Customer was advised to set up new pump.